Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic, and is captured within deviation 1412. Lot # and expiration date not provided.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a loss of osseointegration and the implant was explanted.